Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammation") and genital haemorrhage ("abnormal bleeding") in a 29-year-old female patient who had essure (batch no. 919039) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". Concomitant products included ibuprofen since 2012, nsaid's since 2012 and paracetamol (acetaminophen) since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("painful menstruation"), migraine ("migraines"), headache ("headaches"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercouse)"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual cycles"), polymenorrhoea ("frequent cycles"), abdominal distension ("bloating"), back pain ("back pain"), depression ("depression"), dysgeusia ("metallic taste in her mouth"), rash ("rashes") and skin disorder ("skin conditions"). The patient was treated with surgery (appointment in (B)(6) 2017 to set a date to have the device removed via hysterectomy). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, menstrual disorder, polymenorrhoea, dysmenorrhoea, migraine, headache, abdominal distension, back pain, weight increased, depression, dysgeusia, vaginal haemorrhage, menorrhagia, nausea, dyspareunia, rash and skin disorder outcome was unknown. The reporter considered abdominal distension, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic inflammatory disease, polymenorrhoea, rash, skin disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient is in the process of scheduling a surgery to have the defective essure device removed.. Essure procedure performed with 4 coils visualized on the left and 1 coil visualized on the right. Diagnostic results: (B)(6) 2012 - 9 work size anteverted uterus with normal appearing endometrium. On hysteroscopy, both oscia visualized and found to be patent. Essure procedure performed with 4 coils visualized on the left and 1 coil visualized on the right. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammation") and genital haemorrhage ("abnormal bleeding") in a 29-year-old female patient who had essure (batch no. 919039) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". Concomitant products included ibuprofen since 2012, nsaid's since 2012 and paracetamol (acetaminophen) since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("painful menstruation/dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercouse)"). In (B)(6) 2013, the patient experienced depression ("depression"), rash ("rashes/skin rash") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual cycles"), polymenorrhoea ("frequent cycles"), abdominal distension ("bloating"), back pain ("back pain") and dysgeusia ("metallic taste in her mouth"). The patient was treated with surgery (appointment in (B)(6) 2017 to set a date to have the device removed via hysterectomy). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, menstrual disorder, polymenorrhoea, dysmenorrhoea, migraine, headache, abdominal distension, back pain, weight increased, depression, dysgeusia, vaginal haemorrhage, menorrhagia, nausea, dyspareunia, rash and anxiety outcome was unknown. The reporter considered abdominal distension, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic inflammatory disease, polymenorrhoea, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient is in the process of scheduling a surgery to have the defective essure device removed.. Essure procedure performed with 4 coils visualized on the left and 1 coil visualized on the right. Diagnostic results: (B)(6) 2012 - 9 work size anteverted uterus with normal appearing endometrium. On hysteroscopy, both oscia visualized and found to be patent. Essure procedure performed with 4 coils visualized on the left and 1 coil visualized on the right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: pfs received. New event added: psychological or psychiatric problems condition: mental anguish. Event term updated rashes or skin conditions type: skin rash and dysmenorrhea (cramping). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammation') in a 29-year-old female patient who had essure (batch no. 919039) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's concurrent conditions included body mass index normal. Concomitant products included cyclobenzaprine, ibuprofen since 2012, nsaids since 2012, pantoprazole, paracetamol (acetaminophen) since 2012, promethazine hydrochloride (promethazine hcl), ranitidine and tizanidine. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced polymenorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)/ frequent cycles"), dysmenorrhoea ("painful menstruation/dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), dyspareunia ("dyspareunia (painful sexual intercouse)"), headache ("headaches"), migraine ("migraines") and nausea ("nausea") and was found to have weight increased ("weight gain"), 29 days after insertion of essure. On (B)(6) 2013, the patient experienced rash ("rashes/skin rash"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, menstrual disorder ("abnormal menstrual cycles"), genital haemorrhage ("abnormal bleeding"), back pain ("back pain"), abdominal distension ("bloating") and dysgeusia ("metallic taste in her mouth"). The patient was treated with topiramate and surgery (appointment in (B)(6) 2017 to set a date to have the device removed via hysterectomy). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, polymenorrhagia, menstrual disorder, dysmenorrhoea, genital haemorrhage, vaginal haemorrhage, dyspareunia, back pain, abdominal distension, rash, headache, migraine, dysgeusia, nausea, weight increased, depression and anxiety outcome was unknown. The reporter considered abdominal distension, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menstrual disorder, migraine, nausea, pelvic inflammatory disease, polymenorrhagia, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient is in the process of scheduling a surgery to have the defective essure device removed. Essure procedure performed with 4 coils visualized on the left and 1 coil visualized on the right. Current weight: 248 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. On (B)(6) 2012 - 9 work size anteverted uterus with normal appearing endometrium. On hysteroscopy, both oscia visualized and found to be patent. Essure procedure performed with 4 coils visualized on the left and 1 coil visualized on the right. Lot number:919039, manufacture date: 2011-11, expiration date: 2014-11 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-apr-2021: quality safety evaluation of ptc (product technical complaint) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammation') in a 29-year-old female patient who had essure (batch no. 919039) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's concurrent conditions included body mass index normal. Concomitant products included cyclobenzaprine, ibuprofen since 2012, nsaids since 2012, pantoprazole, paracetamol (acetaminophen) since 2012, promethazine hydrochloride (promethazine hcl), ranitidine and tizanidine. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("painful menstruation/dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercouse)") and was found to have weight increased ("weight gain"), 29 days after insertion of essure. On (B)(6) 2013, the patient experienced depression ("depression/ psych injury"), rash ("rashes/skin rash") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, genital haemorrhage ("abnormal bleeding"), menstrual disorder ("abnormal menstrual cycles"), polymenorrhoea ("frequent cycles"), abdominal distension ("bloating"), back pain ("back pain") and dysgeusia ("metallic taste in her mouth"). The patient was treated with topiramate and surgery (appointment in (B)(6) 2017 to set a date to have the device removed via hysterectomy). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, menstrual disorder, polymenorrhoea, dysmenorrhoea, migraine, headache, abdominal distension, back pain, weight increased, depression, dysgeusia, vaginal haemorrhage, menorrhagia, nausea, dyspareunia, rash and anxiety outcome was unknown. The reporter considered abdominal distension, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic inflammatory disease, polymenorrhoea, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient is in the process of scheduling a surgery to have the defective essure device removed.. Essure procedure performed with 4 coils visualized on the left and 1 coil visualized on the right. Current weight: 248 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. (B)(6) 2012 - 9 work size anteverted uterus with normal appearing endometrium. On hysteroscopy, both oscia visualized and found to be patent. Essure procedure performed with 4 coils visualized on the left and 1 coil visualized on the right. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information was added. Case became medically confirmed. Event genital haemorrhage seriousness criteria updated as non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammation") and genital haemorrhage ("abnormal bleeding") in a 29-year-old female patient who had essure (batch no. 919039) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted." On (B)(6) 2012, the patient had essure inserted. In june 2012, the patient experienced dysmenorrhoea ("painful menstruation"), migraine ("migraines"), headache ("headaches"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercouse)"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual cycles"), polymenorrhoea ("frequent cycles"), abdominal distension ("bloating"), back pain ("back pain"), depression ("depression"), dysgeusia ("metallic taste in her mouth"), rash ("rashes") and skin disorder ("skin conditions"). The patient was treated with surgery (appointment in feb-2017 to set a date to have the device removed via hysterectomy). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, menstrual disorder, polymenorrhoea, dysmenorrhoea, migraine, headache, abdominal distension, back pain, weight increased, depression, dysgeusia, vaginal haemorrhage, menorrhagia, nausea, dyspareunia, rash and skin disorder outcome was unknown. The reporter considered abdominal distension, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic inflammatory disease, polymenorrhoea, rash, skin disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient is in the process of scheduling a surgery to have the defective essure device removed. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, lot number received, events added as follows:- vaginal haemorrhage, menorrhagia, nausea, dyspareunia, rash, skin disorder. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammation") and genital haemorrhage ("abnormal bleeding") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and clinically significant/intervention required) with pelvic pain and abdominal pain, genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual cycles"), polymenorrhoea ("frequent cycles"), dysmenorrhoea ("painful menstruation"), migraine ("migraines"), headache ("headaches"), abdominal distension ("bloating"), back pain ("back pain"), weight increased ("weight gain"), depression ("depression") and dysgeusia ("metallic taste in her mouth"). The patient will be treated with surgery (appointment in (B)(6) 2017 to set a date to have the device removed via hysterectomy). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, menstrual disorder, polymenorrhoea, dysmenorrhoea, migraine, headache, abdominal distension, back pain, weight increased, depression and dysgeusia outcome was unknown. The reporter considered pelvic inflammatory disease, genital haemorrhage, menstrual disorder, polymenorrhoea, dysmenorrhoea, migraine, headache, abdominal distension, back pain, weight increased, depression and dysgeusia to be related to essure. The reporter commented: patient is in the process of scheduling a surgery to have the defective essure device removed.. Most recent follow-up information incorporated above includes: on 5-feb-2017: follow-up information from a lawyer: some time after implantation, she began to experience complications including, but not limited to (newly added): extreme pelvic pain, pelvic inflammation, headaches, and abnormal and frequent cycles (migraines were also mentioned previously), all considered related to essure. Company causality comment: this spontaneous report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced abnormal bleeding (interpreted as genital bleeding). Upon receipt further information it was reported that consumer also presented pelvic inflammation (seen as pelvic inflammatory disease). A hysterectomy for device removal was being planned. Both serious events due to medical significance and anticipated in the essure reference safety information. Regarding the event abnormal bleeding, after essure insertion, genital bleeding and menses pattern changes may occur. Given event's nature, a causal relationship with essure cannot be excluded. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In this particular case, consumer presented pelvic inflammation during essure use. Given event's nature and essure's safety profile causality cannot be excluded. The case was classified as incident because device removal will be required. A product technical analysis is awaited. Follow-up information is expected only through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-feb-2017: quality safety evaluation received. Company causality comment: this spontaneous report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced abnormal bleeding (interpreted as genital bleeding). Upon receipt further information it was reported that consumer also presented pelvic inflammation (seen as pelvic inflammatory disease). A hysterectomy for device removal was being planned. Both serious events due to medical significance and anticipated in the essure reference safety information. Regarding the event abnormal bleeding, after essure insertion, genital bleeding and menses pattern changes may occur. Given event's nature, a causal relationship with essure cannot be excluded. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In this particular case, consumer presented pelvic inflammation during essure use. Given event's nature and essure's safety profile causality cannot be excluded. The case was classified as incident because device removal will be required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Follow-up information is expected only through the litigation process.